Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer discovered questionable high ca2 calcium gen.2 results were generated from (B)(6) 2018 when the results from a cobas 8000 c 502 module were compared to the results from cobas 8000 c 702 modules. Of the data provided, only the results for one patient sample were discrepant. On (B)(6) 2018, the result from a cobas c702 at this site was 10.58 mg/dl. The result from a cobas c702 at another site was 9.92 mg/dl. On (B)(6) 2018, the result from a cobas c702 at this site was 9.97 mg/dl. The result from the cobas c502 was 12.34 mg/dl. The erroneous result was reported outside of the laboratory. The result from the cobas c702 was believed to be correct. There was no adverse event. The reagent lot number was 29012001 with an expiration date of 31-jan-2019. The field service representative found there was contamination of the system water. He performed decontamination, adjusted the rinse mechanism volumes and sample probe alignment at the rinse bath. He performed a photometer check and results were good. The customer ran calibration, qc, and patient comparisons.